Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The device powers on/off and shows no visible damage. Unit also has no alarm.